Event description:
The customer reported that the spo2 values measured with the intellivue x3 were abnormally low on (B)(6) 2021 between 08:00 and 08:30 for the patient in room 6. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the spo2 values measured with the intellivue x3 were abnormally low on (B)(6) 2021 between 08:00 and 08:30 for the patient in room 6. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.